Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The customer reported that the pump was beeping with a motor rate error (pump motor drive off post). Visual inspection revealed that both seals were broken. The right plunger case and battery door were cracked. A review of the event history log (ehl) showed evidence of the reported pump motor drive error. Upon power up, the investigator was unable to replicate the error message in the ehl. Based on the review of the ehl the investigator concluded that the customer had fully depleted the battery. The reported product problem was confirmed and attributed to a user issue. The battery was replaced as it was two years old. The pump then underwent preventative maintenance and subsequently passed all the functional tests.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure and kept beeping. The issue occurred during initial startup and there was no patient involvement.